Event description:
Patient presented to the physician with tongue weakness and slurred speech. Physician brought the patient into the operating room, replaced the ipg and sensing lead, and closed the incision.